Manufacturer narrative:
Review of the provided data logs found that only data from console sn (B)(6) was provided. These data logs showed the pump running for approximately 55 seconds on (B)(6) 2021 from 21:29:45 to 21:30:40. The pump appeared to function as intended during this time. No pump stops were captured in the provided data log. Evaluation of the returned pump found evidence of biomaterial around the impeller and in the purge gap. The pump was run in the lab and ran without issue. The root cause of the pump stop was likely ingested biomaterial.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) female patient had impella 5.5 pump inserted in the right axillary for acute myocardial infarction (ami)/cardiogenic shock (cgs). The pump suddenly stopped, pump was unable to be restarted, patient was heavily dependent on the pump, and patient expired shortly afterwards. A large thrombus was seen on the inlet when the pump was removed independently.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-01142 was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.